Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis found the primary finding of instrument tube adapter broken to be related to the reported customer complaint. The tube adapter overmold was found to have damage. A visual inspection of the adapter overmold for damage such as cracks, indentations, or missing material was performed and failed due to damage on one side of the adapter. The damage measured at 2.91mm in length from the distal tip by .70mm in width. For clarification there was missing material observed. The tube adapter overmold was confirmed to have a detached fragment. The visual inspection of the electrical contact for damage such as cracks, indentations, or missing material was performed and failed due to detached fragment on one side of the adapter overmold where the damage was found. The missing fragment is estimated at 2.91mm in length from the distal tip by .70mm in width. For clarification, the missing fragment was not returned with the instrument. The electrical contact was found to be broken. A visual inspection of the electrical contact for damage such as cracks, indentations, or missing material was performed and failed due to damage on one of the four electrical contact tabs. The damage is estimated at 1.04mm by .37mm. For clarification, there is missing material on the electrical contact. Common causes include improper installation or removal of the tip accessory. The electrical contact was confirmed to have a detached fragment. A visual inspection of the electrical contact for damage such as cracks, indentations, or missing material was performed and failed due to a detached fragment on one of the four electrical contact tabs. One of the longer electrical contact tabs were confirmed to have a detached fragment. For clarification, the missing fragment was not returned with the instrument. The missing material is estimated at 1.04mm by .37mm. Probable root cause of a broken instrument tube adapter may be attributed to excessive force applied to an installed tip accessory during use, such as inadvertent collisions with other instruments.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that prior to a da vinci-assisted surgical procedure, the tip of the monopolar cautery instrument was broken. The procedure was completed with no reported injury.